Event description:
It was reported that the high voltage lead impedance (hvli) was out of range. It was unknown whether the issue was related to the abbott defibrillator. The patient had a non-abbott high voltage lead. Lead testing was recommended to verify if the lead was capable of terminating an arrhythmia. There were no reported patient symptoms.